Event description:
Pt had a dual chamber (intermedics) pacer implanted at hosp with oscor head in the atrium. Lead impedance on the vascor lead at implant was 700. It has gradually decreased. Increased capture thresholds.